Event description:
The affiliate reported that there was a csf leak with the eds iii tubing. The line became disconnected at 2 different levels.

Manufacturer narrative:
Upon completion of the investigation it was noted that during the visual inspection it was found that both tubing¿s have detached from the needless port. Glue traces were seen on the two ends of tubing as well as on the needless port. The exact root cause could not be fully determined. The current quality inspection for these assemblies is established to 100% tested for leaks and blockages. A review of the history device records confirmed the valve conformed to the required specification prior to distribution. Trends are being monitored and a CAPA (corrective and preventive action) CAPA-(B)(4) has been opened to investigate the root cause. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
There was a csf leak of the edsiii tubing. The line get disconnected at 2 different levels. .